Event description:
Customer reported issues with a pump, including problems with the usb connections. There was no adverse impact to the patient¿s blood glucose level. The customer declined further troubleshooting as the current pump warranty had expired, and the pump cannot be repaired or replaced, indicating no further corrective actions were taken.